Event description:
On (B)(6) 2014, a customer reported getting unexpected negative reactions with the tpha assay on two galileo neo instruments.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the instrument. Customer states samples (B)(6) should have resulted positive. Same samples on plate resulted negative. According to the customer, some of the samples are several years old, but have been stored frozen since collection. Cannot rule out condition of samples as cause of the unexpected results.